Manufacturer narrative:
Concomitant medical products: three peg patella 35mm (cat# 200-02-35 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately ten years post initial tka, this female patient had a poly swap and patella swap revision surgery. Patient was having pain in the knee. There was some poly wear and osteolysis was present. Patient was revised with a new poly and patella. There was no breakage of devices or surgical delay/prolongation. Surgery went well and there is no post-op info. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays/photos. The devices are not available for evaluation as there were thrown away by hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported may have been due to third body wear, patient related conditions, and/or orientation of the components which led to prosthesis wear over approximately 10 years of use. The wear may have also contributed to the reported pain and osteolysis. However, this cannot be confirmed because the components were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.